Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the three chamber urinary catheter balloon was ruptured and fell out of the patient. The patient underwent cystoscopic indwelled urethral catheterization under local anesthesia and returned to the ward with catheter in place, unobstructed.